Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device met all manufacture's specifications.  Therefore, the reported condition could not be confirmed.  An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the console device did not have power. There were no delays to a planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.